Event description:
It was reported the disposable electrosurgucal snare exhibited metal wire comes off. The issue occurred during a therapeutic endoscopic mucosal resection. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the metal wire comes off was identified. It is likely the result of very little solder and that it was unevenly distributed. But the connection between the wire and the plug is made via plasma welding, not soldering. It can be inferred that the welding was performed correctly. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.